Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to moisture damage on the keypad traces. No button error alarms were noted. No unexpected battery out limit alarm could be confirmed due to the keypad anomaly. The insulin pump was not received with an original battery cap. A corroded battery tube was noted.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, as well as a battery out limit alarm. His blood glucose level was 327 mg/dl. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Nothing further was reported.